Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval. A review of the sterilization records for the explanted devices was found to be satisfactory. This is the final report.

Event description:
During an implant procedure, the pt's lead extensions were explanted due to a wound infection. The pt's infection has reportedly cleared.